Event description:
It was reported that during a nephrectomy procedure, the clip was malformed. When the surgeon fired the clips, it was malformed like ribbon-shape. Therefore, they tried to use new one and it malformed again. Unk how case was completed. Surgery was prolonged thirty mins. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 06/22/2010. Info anticipated, but unavailable at this time.